Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the signal artifact monitor (sam) feature of this pacemaker recorded an episode due to oversensing of the minute ventilation (mv) feature signal. The pacemaker was reprogrammed to bipolar sensing and unipolar pacing. Impedances were noted to be within normal limits. No adverse patient effects were reported. The pacemaker and leads remain in service. Additional information was received which reported that there was right atrial (ra) oversensing of right ventricular (rv) signals, ra noise, and ra impedance measurements of less than 200 ohms. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the signal artifact monitor (sam) feature of this pacemaker recorded an episode due to oversensing of the minute ventilation (mv) feature signal. The pacemaker was reprogrammed to bipolar sensing and unipolar pacing. Impedances were noted to be within normal limits. No adverse patient effects were reported. The pacemaker and leads remain in service.